Event description:
It was discovered on (B)(6) 2024 that the patient was receiving a sub-therapeutic amount of heparin due to repeated clearing (5 times) of upstream occlusion alert on (B)(6) 2024. On (B)(6) 2024 it was found that the upstream occlusion was a result of nursing error in which the rollerclamp on the IV line was never released. This is being reported as a no harm incident, but for the purposes of manufacturer awareness that there is a software limitation that allows this error to be cleared without adequate resolution. Baxter spectrum iq - IV pump ce# (B)(4), s/n (serial number) (B)(6), se# (B)(4), sw version v9.02.00.12760.